Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted.(B)(4).

Manufacturer narrative:
Additional information has been provided on the event. The patient was under general anesthesia for approximately 2 hours. The procedure was being performed in the left atrium. There was no product issue. The physician did not consider cancelling the procedure caused a potential risk to the patient. Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that approximately 2 hours into a pvi atrial fibrillation (afib) procedure, a tamponade was seen on the ultrasound screen. All equipment functioned normally and there were no problems with any of the products. The physician removed half a liter of blood from the patient. A drain was placed to remove any excess. The patient was stable and in recovery. Procedure was aborted and will be rescheduled in approximately 1 week. Additional information was requested, but no additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that approximately 2 hours into a pvi atrial fibrillation (afib) procedure, a tamponade was seen on the ultrasound screen. All equipment functioned normally and there were no problems with any of the products. The physician removed half a liter of blood from the patient. A drain was placed to remove any excess. The patient was stable and in recovery. Procedure was aborted and will be rescheduled in approximately 1 week. Additional information was provided on the event. The patient was under general anesthesia for approximately 2 hours. The procedure was being performed in the left atrium. The physician did not consider cancelling the procedure caused a potential risk to the patient. Later information was given that there was no fault in regards to the carto 3 system involved in this procedure. There was no service on carto 3 system as the issue was not related to this system. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.